Manufacturer narrative:
The pump was returned to animas. Pump electrical current draws were tested and found to be within specifications. The pump displayed no evidence of moisture ingress. The pump was exercised without any overheating or alarms occurring. The complaint regarding the pump and battery overheating could not be duplicated during eval.

Event description:
The pump reportedly emitted a low battery alarm at which time it felt warm to the touch. The rptr removed the battery, which felt warm to the touch as well. The rptr denied that the pt was injured by the pump or battery. The pt user denies cracking, scratches, or dents in the pump case. The user also denies moisture or corrosion.